Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown, item #: unknown unknown liner lot #: unknown, item #: unknown unknown cup lot #: unknown, item #: unknown unknown stem lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01257.

Event description:
It was reported that patient underwent right total hip arthroplasty and was revised seven years later due to progressive pain and elevated metal ions. There was effusion on the hip joint of fairly clear yellow fluid, but pressurized. The capsule throughout was considerable thickened and was consistent with periprosthetic cocr metallosis. The pseudotumor extended in the cephalad direction in the supra-acetabular area and was debrided well. Attempts have been made and no further information has been provided.